Manufacturer narrative:
PMA/510k: this product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vtich13.2, 8.00/5.0/090 (sphere/cylibder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2020. On (B)(6) 2021 the lens was exchanged for a spherical lens due to lens rotation not associated to a low vault. This exchange resolved the problem.